Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a post-operative device interrogation, it was noted the cardiac resynchronization therapy pacemaker (crt-p) had already been activated several months prior to implant. The crt-p remains in use. No patient complications have been reported as a result of this event.